Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, when the surgeon was inserting the u-blade, the u-blade inserter broke.

Manufacturer narrative:
Evaluation summary: no deviations in material and manufacturing were found. Dimensional inspection of the returned fragment (broken off spring pin) revealed the diameter being within specification. The device was documented as meeting specifications prior to distribution. One of two spring pins that keep the clamping plate in place, is completely broken at the transition to the bore in which the pin is embedded in the frame of the inserter. Appearance of the breakage surface of the broken off pin indicates features of a forced brittle fracture; no plastic deformation is visible. An attempt to reproduce the identified breakage by overbending the remaining (intact) spring pin did not lead to any breakage or plastic deformation at all. The failure reported could not be reproduced and the exact root cause of the reported event could not be determined.

Event description:
During surgery, when the surgeon was inserting the u-blade, the u-blade inserter broke.